Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, side bail covers, and battery drawer are broken. Ring cover is contaminated. Battery contacts are compressed. The ring is bent. Keyboard is scratched. Serial number label is torn.

Event description:
It was reported that the external pulse generator failed the device-off current leakage test. The generator was returned for service. No patient involvement or complications were reported as a result of this event.